Event description:
It was reported that the patients implantable pulse generator (ipg) displayed the elective replacement indicator (eri) message after seven months of use. The patient is anticipated to undergo an ipg replacement procedure at a later date. Additional information was received from the database analysis that the ipg is not in eri state, has no signs of battery depletion, and is working as expected. The patient was advised to take a photo the next time the device is thought to have displayed the eri message. The device remains implanted in the patient, in use, and delivering therapy. No further action will be taken.

Event description:
It was reported that the patients implantable pulse generator ipg displayed the elective replacement indicator eri message after seven months of use. The device remains implanted, however, the patient is anticipated to undergo an ipg replacement procedure at a later date.